Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and a reported burning smell. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Thermal damage on the sensor board was observed by the technician. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a sensor board had been replaced to address thermal damage observed by the technician. The sensor board was not replaced. The device was returned unrepaired at the request of the customer.